Event description:
Caller's family member tested on fingertip for all testing. Blood glucose reading at 6:30 pm was 87. Pt drank a soda and threw up. Pt ingested a pepsi and a snack mix. At 7:11 pm, pt's reading was 372, and at 7:54 it was 194 mg/dl. At 8:32 pm, pt's reading was 229. Paramedics were called and tested within a result of 16 mg/dl. Treatment was not described by the caller. The freestyle meter was within range for control solution testing and other settings.